Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump is giving an alert that the battery is dead, and says the reservoir is empty. The insulin pump alarmed power error detected and is unable to charge. Troubleshooting was performed and the customer was advised to clear the alarm. No resolution was mentioned. The customer's blood glucose is 330 mg/dl. The insulin pump is not returning.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Device trace download analysis confirmed the insulin pump alarmed power error and low battery. The power management tool confirmed power error and low battery alarms were triggered when the loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board . After disconnecting and reconnecting the internal battery connector on electrical board , device was monitored and functioned properly. Device received with scratched case, pillowing keypad overlay, fading serial number label, and a minor scratched lcd window.